Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The radel impactor broke during tray impaction. The impactors were discovered to have cracks in them and were not used.

Manufacturer narrative:
Examination of the submitted impactor confirmed the device has fractured along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. Based on the determination of misuse through mis-alignment as the root cause, the need for corrective action was not indicated. Monitor through trend analysis sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.